Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a shoulder repair procedure to construct a torn labrum on the patient, it was observed that the lupine anchor with orthocord split while being malleted into the drilled pilot hole. The sales rep stated that he suspected the drill guide drifted from the pilot hole and thus anchor's tip broke off/split when hitting the bone (and not its target, the drilled hole). The broken anchor and any additional fragments were removed successfully from the patient cavity using a grasper. The case was completed using the same bone hole with two other anchors with no patient harm but there was a two minute delay to remove the broken anchor. There was no need for surgical intervention. The anchor was discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device is not being returned as it was discarded by the customer, therefore a physical evaluation cannot be performed. Hence, this complaint cannot be confirmed. The information provided stated that during the procedure, the sales rep suspected the drill guide drifted from the pilot hole and thus the anchor split when hitting the bone and not its target drilled hole. However, the information provided is not sufficient to determine a definitive root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. Furthermore, a non-conformance search was performed and no non-conformances were identified for this part number (210712) with lot number (l641890) combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).